Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. Per reporter when patient removed and reattached the cassette the pump would run for a couple of minutes and then begin alarming again. Reporter stated that patient noted a green spring loaded clamp. It was reported that the residual volume was 136.9. No adverse patient effects were reported.

Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The investigation determined the most probable cause of the reported issue was the pump downstream occlusion sensor, but the reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.